Event description:
It was reported that a freestyle libre 3+ continuous glucose monitoring sensor used with the ilet bionic pancreas was stuck in pairing mode which resolved with troubleshooting, consistent with an intermittent communication failure involving the antenna component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. User support included communication with the user and analysis of the information provided. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure localized to an electrical and magnetic component, specifically the antenna. It was concluded, based on previously established findings for similar reports, that the cause was component failure.